Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance greater than 3,000 ohms. The device switched to unipolar. It was noted this patient claimed they went into atrial fibrillation (af) and was shocked twice. Technical services (ts) discussed that the patient cannot receive shocks with a pacemaker and the patient had chronic af. Ts suspected the ra lead was fractured. This pacemaker lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance greater than 3,000 ohms. The device switched to unipolar. It was noted this patient claimed they went into atrial fibrillation (af) and was shocked twice. Technical services (ts) discussed that the patient cannot receive shocks with a pacemaker and the patient had chronic af. Ts suspected the ra lead was fractured. This pacemaker lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the high impedance was undetermined. No further investigation was done, and the device was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right atrial (ra) lead exhibited a high out of range pacing impedance greater than 3,000 ohms. The device switched to unipolar. It was noted this patient claimed they went into atrial fibrillation (af) and was shocked twice. Technical services (ts) discussed that the patient cannot receive shocks with a pacemaker and the patient had chronic af. Ts suspected the ra lead was fractured. This pacemaker lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The cause of the impedance was undetermined. No further investigation was done, and the device was reprogrammed. No adverse patient effects were reported.